Event description:
Additional information was received on 02 feb 2023: the patient was in stable condition. No equipment or other devices were used with the product involved.

Manufacturer narrative:
Additional information was received on 02 feb 2023: the patient was in stable condition. No equipment or other devices were used with the product involved. This report is being submitted as follow up no. 1 to provide additional information to section b5, to provide the completed investigation. The additional information was inadvertently left out of the initial report. One tr band and syringe were for product evaluation. The sample was subject to visual analysis. There is an incomplete weld around the inflation balloon and check valve. The balloon assembly has 0ml of air left in the balloons. The sample was subject to leak testing. Approximately 18ml of air was injected into the balloon and the band was submerged in a water bath for approximately 30 seconds to check for air bubbles. Air bubbles were observed from the inflation balloon weld. The sample failed leak testing. The complaint can be confirmed for inflation issues. The exact root cause is an improper seal on the inflation balloon and the check valve. A non-conformance was initiated to address this issue. The device history record (DHR) could not be reviewed due to the lot number being unknown. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that the tr band involved was placed right radial after completion of a left heart catheterization (lhc). After some time in recovery, the air was coming out of the band quicker than usual. The band was removed with hemostasis intact and there was no harm to the patient. The band was then placed under water and was observed to be leaking air. The patient was able to complete their recovery. There was no patient injury/medical or surgical intervention required. Additional information was received on 02 feb 2023: there was 11cc's of air injected into the tr band when it was applied. After two (2) hours of the tr band being applied, it was found to be deflated. The large balloon was leaking air. The patient had hemostasis intact, it was discovered that the air was gone from the band.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: lead tech. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.